Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pressure rate was off. The customer tried changing the pressure sensor with our third party one but it didn¿t fix anything until the it was replaced with bd sensors and changed the bottom sensor and it then passed the pressure and flow rates.